Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in 2010 as patient was wet and mesh was implanted. The patient has experienced wetness, urgency and incontinence. In (B)(6) 2016, both mesh devices were removed and an unspecified sling was implanted. The patient still experiences a bit of urgency. In (B)(6) 2017, the patient was listed for bulkomid. In 2018, the patient reports wetness, but urodynamics show dry. No additional information has been provided.